Event description:
The patient experienced a loss of therapeutic effect with a pattern of escalating drug doses. The patient underwent total catheter replacement. Visual assessment per the physician determined there was cerebrospinal fluid leaking at the spinal entry pocket. When the incision was made there was a large outflow of fluid at the site. It was not known if other device troubleshooting had been performed prior to surgery. The pump contained compounded baclofen 2,000mcg/ml, 800mcg/day. Additional information has been requested; a follow-up report will be submitted if additional information is received.

Event description:
Additional information: patient's signs and symptoms included increased tone, and pseudomeningocele.

Event description:
Additional information: per the health care provider, "hydrocephalus caused pseudomeningocele". On (B)(6) 2012, the patient underwent vp shunt placement. Also noted, "dural repair the ventriculoperitoneal shunt placement". The patient required hospitalization; also reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation: implanted: 2011-(B)(6) explanted: 2012-(B)(6); product typ catheter. (B)(4).